Manufacturer narrative:
Section a: patient information was requested but not provided. Manufacturer's investigation conclusion the reported events of low voltages alarms and being unable to interrogate the pump when connected to the system monitor were unable to be confirmed. There was no log file submitted for review. The heartmate ii system controller (s/n: unknown) was not returned for analysis. Per the provided information, the last ability to interrogate the pump was in (B)(6) 2022. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported events was unable to be conclusively determined through this analysis. Heartmate ii instructions for use, rev. C, section 7 - ¿alarms and troubleshooting¿ and heartmate ii patient handbook, rev. C, section 5 - ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including low voltage alarms. Heartmate ii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records could not be reviewed due to the serial number of the system controller being unknown. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer's report number: 2916596-2022-14881. It was reported that the patient had frequent low voltage alarms. There was damage to the driveline proximal to the controller and damage proximal to the patient. The customer was unable to interrogate the pump despite being connected to a system monitor. The last ability to do so was in (B)(6) 2022. The patient previously had their batteries, clips, and power module exchanged. A review of the log files and photos provided by the customer revealed some shield disruption right at the bend relief by the connector but no low speed or pump stop events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.